Manufacturer narrative:
Additional information: 510k code added. Investigation ¿ evaluation: the investigation included a review of complaint history, the device history record, documentation, instructions for use, quality control data, and specifications. A visual inspection of the returned device was also conducted. One bakri tamponade balloon catheter was returned for evaluation. A visual examination of the device noted a 7cm split in the balloon material. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there were no non-conformances noted that would have caused or contributed to the reported event. A review of complaint history for this product/lot number combination revealed there have been no other complaints received associated with complaint lot number 7071547. Based on the provided information and the investigation evaluation the actual root cause is unknown and a conclusion cannot be drawn. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
According to the user facility report, the patient had a lower segment caesarean section and had experienced hemorrhaging of 600 ml of blood. A bakri tamponade balloon catheter was placed into the uterine cavity through the caesarean section incision. The balloon was filled with 100ml of sterile water. The doctor then began to suture the uterus. In the process of suturing, the balloon was filled with additional sterile water. After approximately 300 ml of water was added, the doctor found the balloon had ruptured longitudinally and was leaking. The doctor massaged the cervix vaginally and the uterus to promote contractions of the uterus. No additional procedures were required. No portion of the device remained inside the patient¿s body. The patient status was reported as doing well after the caesarean section surgery. As reported, the patient did not experience any adverse effects due to this occurrence.